Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode or ECG recognition test. The cause for the failure was isolated to a damaged solder connection in the pulse wires at the distribution node. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.